Manufacturer narrative:
(B)(4). The following additional information was received: patient all clear from wound issues now; has follow up appointment in one year. Patient had a bmi average of 28-30+.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the stratafix spiral suture used on? When suturing with stratafix, how far was the bite from the edge of the tissue? Were any solutions used during closure (ie antimicrobial)? Are there any photos of the wound when initially reported as open with drainage? Was the prominent suture removed as routine post op visit? Can you explain which suture was ¿prominent suture¿ removed? What is meant by ¿skin edge opening¿? Were any cultures taken of the wound? What were the results? What is the surgeon opinion as to relationship of the stratafix suture and the patient event? What medical intervention was prescribed for the patient symptoms (explain wound care)? Do you have the status of suture for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent total hip arthroplasty procedure on (B)(6) 2018 and barbed suture was used. Two weeks post-op, the patient had a small amount of serous drainage. The patient was placed on antibiotics for precaution. There was a small area of skin edge opening with a prominent subcuticular stitch present. The prominent stitch in the wound was removed. The patient will continue course of antibiotics for one week and local wound care. Two weeks prior to (B)(6) 2019 staples were placed over the wound. This held initially but then a few loosened. Patient has mild drainage. Patient is anxious to get back to the gym. The proximal aspect of the incision still has a small amount of dehiscence present. There was a small suture present which was removed. No drainage from the wound or tissue. X-rays were performed in the clinic without signs of complications. It was reported that the patient will continue home exercise program and discharge from physical therapy as directed. There is a planned follow up in twelve weeks and sooner if needed. Additional information has been requested.